Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
A us distributor reported that an electrode belt cannot run detect and treat testing. Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was due to the belt latch being bent and unable to connect to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.